Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of- hospital settings. Per the instructions for use (IFU)- high watts: this alarm warns of a high power condition in running the hvad® pump. The alarm is triggered when the watts exceed the high power alarm threshold (see section 10.4.7). This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.

Event description:
It was reported by the staff that a patient experienced high watt alarms and it was noted that the patient, experienced "consumption above normal operating range" during a check on log files. A pump exchange was performed. It was reported that at this time, "the patient feels good". It was reported that the pump will not be returned to the manufacturer. No other information is available at this time.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirm as the available logs do not cover the reported event date. Analysis of the available logs revealed a potential thrombus event two weeks before the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined; a probable root cause has been attributed to thrombus formation/ingestion within the device. This condition may have triggered alarms due to high power consumption. There are patient, procedural and pharmacological factors that may have contributed to this event. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.